Event description:
The temporary crown material used for crown caused serious 3rd degree burns in pt's mouth after the dentist installed temporary 3-unit bridge. Follow-up with the doctor confirmed use of a hemostatic agent with two impressions taken. Doctor reported that pt called the next day, presenting with tissue sloughing. Doctor treated as localized allergic reaction by cleaning area (debriding) and prescribed a topical steroid. Doctor reported no systemic reactions.